Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, pain, swelling, nodules, discomfort, sensation of "breast without prosthesis", more flaccid, more sagging" and "axillary lymph nodes with silicone inside them". This record is for the left side. The device remains implanted.